Event description:
On 18-aug-2025 the patient reported experiencing hypoglycemia with blood glucose (bg) of 50 mg/dl after an overnight high followed by eating a late-night snack. The following morning, the user treated with fast acting carbs with the assistance from their mother to self-treat with juice. No long-term health effects were reported, and no hospitalization or emergency intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.